Event description:
The patient reported having elevated blood glucose on february 1 when she called animas. She says her blood glucose range is from 80-120 mg/dl but says she does go over 500 mg/dl from time to time. On the morning of february 1 she reportedly woke up with a blood glucose level of 583 mg/dl. She denied symptoms of hyperglycemia, did not check for ketones, and said she felt fine. She went on to her exercise class after breakfast. Before going to bed the night before her blood glucose level was 284 mg/dl and the patient delivered a bolus dose of 1.75 units (confirmed in the bolus history). The patient mentioned that the tubing did not have a tight connection with the cartridge but could not see any damage to the tubing or cartridge. She kept trying to secure the tubing to the cartridge at the luer connection but could not get it to secure. The patient denied any loss of prime warnings. The patient was instructed to change the cartridge and tubing from another box and she was able to connect them securely. Her blood glucose level at the time of the call to animas was 484 mg/dl and still denied any symptoms of elevated blood glucose. The cartridge was returned to animas. There was no damage or defects noted to the luer connection or o-rings. A leak test was performed with no failures observed. There were no pertinent alarms in the pump history. The bolus history shows that the bolus doses were delivered. The patient confirmed that she saw drops coming out of the end of the tubing during prime. This complaint is being reported because, the patient mentioned that the tubing was not tightly connected to the cartridge which may have caused her blood glucose levels to elevate. The cartridge was returned to animas and no defects were found.

Manufacturer narrative:
The cartridge was returned to animas. Evaluation revealed no defects. The infusion set has not yet been tested therefore it is unknown at this time whether the infusion set was the reason it did not secure to the cartridge. No conclusions can be made at this time.